Event description:
Overbed heater remained in place longer than anticipated. When patient was transferred to the bed, she complained of pain in her back and being too hot. Patient sustained burn injury.